Event description:
Clinic notes were received from the vns patient¿s office visit with his neurologist in (B)(6) 2013. The notes indicate that the patient experienced an increase in seizures so the neurologist increased the patient¿s medication. The generator was successfully interrogated to confirm patient¿s settings.review of the available programming and diagnostic history for the device did not reveal any anomalies. Attempts for additional information have been made, but no further details have been received to date.